Event description:
It was reported that the patient underwent a revision surgery approximately 6 years post implantation. It was reported that there was an inlay abrasion due to presence of cement on the articular surface. It was noted that inappropriate handling during surgery could have contributed to the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign - austria. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10 visual examination of the returned product identified gouges, scratches, wearing and deep scraping on the articulating and distal surfaces potentially from repeated use. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: some amount of cement material seen medial to the far medial edge of the tibial plate and slight reduction in joint spacing between the metal surfaces. The complaint was confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.